Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer's blood glucose level was 159 mg/dl. The no delivery alarm was resolved with a complete set change. The day before the customer bolused 6.5 units but the insulin pump stopped at 4.5 units. He bolused a few more times and it never fully delivered. The customer changed the infusion set. The bolus did not fully deliver for breakfast as well. The device was not returned.